Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, the surgeon screen was reported to be blinking. There was no patient present when this issue was identified.